Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 - 290 units of insulin during the load sequence and that that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A replacement pump was sent to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 90 mg/dl.